Manufacturer narrative:
(B)(4).

Event description:
The customer had an ongoing issue with questionable prea prealbumin results over several days. Of the data provided for three patient samples, only the results for one patient were a reportable malfunction. The original result was 26.2 mg/dl and was reported outside the laboratory. The repeat results were 18.7 mg/dl and 18.1 mg/dl. A corrected report was sent. There was no adverse event. The reagent lot number was 24913401 with an expiration date of 31-mar-2019. The field service representative found the rinse mechanism dispense levels were fluctuating. He replaced a valve and flushed the water line to the rinse mechanism. He ran several mechanism checks with no fluctuation in the rinse levels. The customer ran calibration, qc, and precision testing.